Event description:
The product was used during a vats bullectomy procedure. Reportedly, the staples were missing and the instrument broke. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
02/10/1999-supplemental report sent to FDA.